Event description:
During surgery, when pulling instrument out - cable snapped. Additionally, the physician stated that he was having a hard time working with the retractor while inside of the pt and pulled it out to see what was wrong. He started to straighten out the retractor and the cable snapped. The physician got another retractor and completed the case without further incident.